Event description:
It was reported that this pacemaker stored atrial tachy response (atr) and ventricular episodes where oversensing was suspected. Technical services (ts) reviewed the episode data and determined that the electrograms were consistent with external pacing. Upon further discussion, it was confirmed that the patient had undergone a transcatheter aortic valve replacement (tavr) procedure, during which rapid pacing is commonly performed. The recorded events were consistent with the performed procedure. No adverse patient effects were reported. This pacemaker remains in service.